Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed physical damages to the on/off power button gasket and switch consistent with mis-handling. The damage is not consistent with normal wear and tear. The on/off gasket and main board were replaced. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.